Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin on board (iob) readings were inaccurate. There was no reported impact to the customer's blood glucose (bg) level. Tandem technical support was unable to perform further troubleshooting as the customer was unsure of the date this issue occurred.